Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Follow up 03/20/2016: customer reported that bg levels have been better since initial contact with tandem technical support. Reportedly, customer has been adjusting settings. Customer did not indicate if humulin was still being used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 (mg/dl). Customer changed supplies and administered a correction bolus to address bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they use humulin insulin. Recommendation was made to consult with health care provider to discuss diabetes management.